Manufacturer narrative:
An onsite biomed performed a checkout of the equipment and confirmed the reported complaint. The exhalation valve diaphram and the drive gas check valve were replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the bellows collapsed intermittently, mechanical ventilation was not fully functional discovered during pre-use. There was no report of patient involvement.